Event description:
Customer's husband reports that customer was hospitalized and is requesting assistance in programming insulin pump since batteries had been out of insulin pump while hospitalized. Customer's husband states that healthcare professional requested that basal rates be programmed to 0.5 u/h. It was also reported that healthcare professional requested that customer use insulin pump for basal only and to bolus with manual injections due to customer being forgetful. It was reported that customer was hospitalized due to a stroke and heart attack, and other things which impacted customer's system causing high blood glucose. Customer's husband does not believe that hospitalization was due just to the insulin pump and he declined troubleshooting for high blood glucose. Assistance was given in programming insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).